Manufacturer narrative:
Reference: (B)(4). Investigation: x-initiated manufacturer's investigation. X-no sample returned. X-review DHR. Analysis and findings distribution history: the complaint (B)(4) was manufactured by epc for csi and completed on 9/30/15 under work order 191001. Manufacturing record review: DHR-191001 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review iqc-2030 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt: the sample was not returned at the time of this investigation, and no RMA was given. Visual evaluation: evaluation of the complaint (B)(4) could not be completed as the complaint (B)(4) has not been returned to coopersurgical. If the (B)(4) should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint (B)(4) could not be completed as the complaint (B)(4) has not been returned to coopersurgical. If the (B)(4) should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. Correction and/or corrective action: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. It should be noted that the staple is dimensionally and functionally sample tested for strength during staple production and iqc verification of finished product. No further training required at this time. Was the complaint confirmed? No.

Event description:
Absorbable staples used to close abdominal incision (c-section) and on post-op day one, incision was found open 80%. This required re-stapling of incision with metal staples. Reference : (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
Absorbable staples used to close abdominal incision (c-section) and on post-op day one, incision was found open 80%. This required re-stapling of incision with metal staples. (B)(4).